Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. The cuff was explanted and replaced with a larger cuff. There were no patient complications reported.